Event description:
After a regular ICD follow-up, a patient file was opened, which triggered the display of an error message. Moreover, this file did not contain the expected diagnosis data. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.